Event description:
It was reported the patient presented in clinic after receiving inappropriate therapy due to noise. No anomalies were observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.